Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A14883 -not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included body mass index normal, cervicitis, adenomyosis and paratubal cyst. Concomitant products included lisinopril and metformin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypertension ("high blood pressure"), abdominal distension ("gastrointestinal or digestive system condition type: bloating."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches,") and diabetes mellitus ("diabetes") and was found to have blood cholesterol ("cholesterol"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), urinary tract infection ("uti (urinary tract infection)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, blood cholesterol, hypertension, urinary tract infection, fatigue, abdominal distension, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood cholesterol, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypertension, intermenstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she had not undergone essure removal surgery. Discrepancy noted in date off insertion: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Lot number reported (a14883 ) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-oct-2021: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A14883 -not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included body mass index normal, cervicitis, adenomyosis and paratubal cyst. Concomitant products included lisinopril and metformin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), hypertension ("high blood pressure"), abdominal distension ("gastrointestinal or digestive system condition type: bloating."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches,") and diabetes mellitus ("diabetes") and was found to have blood cholesterol ("cholesterol"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding"), intermenstrual bleeding ("metrorrhagia (bleeding between periods)"), urinary tract infection ("uti (urinary tract infection)"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2021 . At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, blood cholesterol, hypertension, urinary tract infection, fatigue, abdominal distension, alopecia, hormone level abnormal, headache, nausea, visual impairment, weight increased, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, blood cholesterol, diabetes mellitus, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, hormone level abnormal, hypertension, intermenstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: she had not undergone essure removal surgery. Discrepancy noted in date off insertion:(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Lot number reported (a14883 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Case became serious incident as essure was removed. Reporter and medical history were added. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.